Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that it appeared the ligasure did not completely seal the vascular pedicle. The bleeding did not become obvious until 2 hours after the fact, and only once the pneumoperitoneum was evacuated. Surgeon was using the (B)(4) for a bowel resection and sealed the ima, which failed at some point.